Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. At the completion of the clinical assessment and the sample evaluation, we were able to find substantial evidence to support the following of type 3b endoleak, rupture and explant of the device. The most likely cause of the compromised stent graft integrity (3b endoleak) of the main body stent was anatomy related. Notably, there was sac growth at 1 month and at 13 month; the poor image quality and the lack of non-contrast comparison imaging would likely impede early detection. No surveillance imaging was submitted between 13 and 80 months post implant, when the rupture event occurred. Medical non-compliance likely contributed to the rupture. Reportedly, procedure-related harms included death on the first post-operative day after a successful open repair and conversion. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was initially implanted with a bifurcated stent and an infrarenal extension. It was reported that on (B)(6) 2018, the patient was admitted to the hospital with abdominal pain. An exam was performed. The patient present signs of shock. An open repair procedure for artificial blood vessel replacement was performed and completed. On (B)(6) 2018, the patient's condition did not improve. The patient died. Endologix was made aware on 02/14/2018.